Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient experienced slight paresthesia one week after placement of their dental implant. The implant was removed.